Event description:
It was reported that the customer's probe was retrieving very small samples and after deploying the marker they took post stereo images and the clip was not in the site. They changed markers and continued to have the issue. They completed the case using a competitor's marker.

Manufacturer narrative:
(B)(4). Broken female connector. Evaluation summary: the mhh11b device was returned with the female connector broken. The probe was connected to a test holster and control module, initialized, and worked properly during analysis. The instrument was tested with a test tubing set and the axial tube would not vacuum as intended. The instrument was tested with a test media and no anomalies were noted on the cutting functionality of the device. The probe was disassembled and no anomalies were noted on the internal components. No conclusion could be reached as to what may have caused the vacuum failure. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.